Event description:
Pt underwent spinal fusion procedure with instrumentation from l4 to the sacrum. On 6/24/95 he had the instrumentation removed due to infection at the graft site and also suspected around the implants.